Event description:
It was reported that the arctic sun device was struggling to cool and would like to send it in for investigation. Per workorder update on 03march2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit would not cool properly, as a test mixing pump was installed in decon for unit to cool. Mixing pump was serviced during the pm process. Circulation pump was primed to fill. Insulated jacket damage on flow meter, exposing insulated wire. 1/2 l shape formed tube and double bend tube were found expanded during servicing. The device underwent pm servicing while in for repair. Cleaned condenser coil. Cleaned tank and level sensor. Circulation pump was serviced. Flowmeter was replaced. Serviced the circulation pump. Replaced the heater, manifold o-rings, drain valves, tank tubing, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device was struggling to cool and would like to send it in for investigation. Per work order update on 03march2023, there was no patient involvement. Per sample evaluation results received on 04apr2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the circulation pump was primed to fill. It was also stated that insulated jacket damage on flow meter, exposing insulated wire. It was noted that the 1/2 l shape formed tube and double bend tube were found expanded during servicing. Flowmeter was replaced. It was also noted that the tank tubing such as 1/2 l shape formed tube and double bend tube were replaced.